Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the flow probe stopped working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) connected the flow sensor to lab use only (luo) testing equipment. The sensor was found to function as expected during the evaluation. There were no issues detecting the sensor, and the devices behaved identically to a luo flow sensor.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.